Manufacturer narrative:
During further investigation of the vio dv integrated electro surgical unit (iesu) it was found that the device displayed error c-34 after startup and the operating unit only worked sporadically. In addition, the housing cover, the generator front frame, both monopolar sockets, both bipolar sockets and the neutral socket were mechanically damaged and had to be replaced. Also, vio dv iesu tested, repaired and technical safety check was done and passed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure for a unilateral inguinal hernia, the customer experienced repeated faults that were not resolved. The customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) after the procedure for assistance regarding the c-0, c-30, m-11 faults they experienced. The procedure had been completed with no reported injury. The isi tse reviewed the system logs and verified several issues with the erbe unit itself. The isi tse verified there was no magnetic interference with any kind of other electrosurgical unit (esu) or computed tomography (CT) scanner at the time in trying to rule out external factors.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. They confirmed multiple errors and replaced the integrate electro surgical unit (iesu). The isi fse advised the customer to cease using a third-party (megadyne) reusable ground pad due to it not being authorized for da vinci use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and found to have error c-34/c-00/m-11. The complaint regarding errors on erbe was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.